Event description:
Procedure performed: ni. Event description: two clip appliers failed in a row. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4).  "Multiple clip failures with 2 devices in a row. Had ¿failure to load¿ issues as well as poorly formed/closed clip. (See photo)." The issue was observed multiple times. 5mm applied z-thread trocar was used. Clip seemed to properly seat into the jaws, but it failed to close properly. No pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device's insertion/removal through the trocar. Clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger did appear intact. Patient status: no patient injury occurred. Intervention: a third clip applier was used to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the customer¿s experience as the feeder was damaged, which can interfere with clips loading properly. Based on the condition of the returned unit, it is likely that the reported event was caused by the device being inserted into the trocar with the feeder still in the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni event description: two clip appliers failed in a row. Complaint 1 of 2: #(B)(4). Complaint 2 of 2: #(B)(4). "Multiple clip failures with 2 devices in a row. Had ¿failure to load¿ issues as well as poorly formed/closed clip. (See photo)." The issue was observed multiple times. 5mm applied z-thread trocar was used. Clip seemed to properly seat into the jaws, but it failed to close properly. No pressure was applied to the trigger while moving through the trocar. No clip was loaded into the jaws prior to the device's insertion/removal through the trocar. Clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger did appear intact. Patient status: no patient injury occurred. Intervention: a third clip applier was used to complete the case.